Event description:
The following info was reported in the canadian journal of cardiology "percutaneous management of lower limb ischemia after the use of vascular closure devices," volume 2013, published june 2013. A pt with a medical history of smoking, hypertension, dyslipidemia, diabetes mellitus, peripheral artery disease, and coronary artery disease had an angiogram that revealed an occlusion in the right common femoral artery following an angio-seal deployment subsequent to a coronary intervention. An angioplasty procedure was performed to successfully restore patency.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.